Event description:
Patient reported right side "folding/dropping and exchange". Healthcare professional additionally reported possible right side rupture. Healthcare professional reported "folding/dropping". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified 40 mm dark patch edge material inside gel device, crease fold, wear abrasion, and voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "folding/dropping".

Event description:
Patient reported right side "folding/dropping and exchange". Healthcare professional additionally reported possible right side rupture. Device remains implanted.